Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
The device history record review confirmed that device conformed to specifications at the time of shipping. Field service engineer (fse) went on site to evaluate and repair the device. The grey connector of the device was found to be broken. Fse replaced the grey connector, and the issue of the device was resolved. Equipment repaired and verified according to original equipment manufacturer instructions. The covers of the oer-pro were not removed, so an electrical safety check was not required. The connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, it is likely that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the event may have occurred because the connector was hit by something hard or by age deterioration. Moreover, leaving connecting tube connected at all time may affect attachment /detachment of connector. The instructions for use includes the following statements: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, the device air/water instrument channel connector was broken. There is no harm or adverse impact to the patient.